Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to possible infection. The patient claims to have fallen and hit the device; as result, there was redness over the device site. The physician initially suspected infection so the pocket was opened and debrided. The pocket was clean and no infection was found. Furthermore, the physician flushed and re-closed the pocket. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The crt-d remains in service.